Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high o2 supply pressure alarm. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. When the alarm was observed, the customer connected another v60 to the same oxygen setup and there was no observed issue. The device was collected for evaluation at a repair center. On 24may2026, an authorized service provider completed a running test with a high pressure oxygen pounds per square inch gauge (psig) of 45 and 87 connected, but the alleged issue could not be reproduced. The asp checked the event log of the device and confirmed a previous occurrence of the high o2 supply pressure alarm, as well as an oxygen not available alarm code. An inspection was completed on the device, but no abnormalities were found. The customer requested that the device be returned without any further repair or service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.